Event description:
It was reported that during pre-surgery, it was observed that the motor device was not working. It was reported that there was a minimal delay in the surgical procedure. However, the duration of the delay was not specified. A spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose by the muffler and the air connection was loose, which did not allow the completion of the pre-test. The reported condition was confirmed. It was determined that the hose was damage was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or by pulling the autolube around by the hose. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.